Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a cable broke on the fenestrated bipolar forceps (fbf) instrument while attempting to achieve hemostasis due to significant patient bleeding ((B)(4)).